Manufacturer narrative:
Block b3: approximated based on the date of procedure.

Event description:
It was reported that the patients implantable pulse generator (ipg) was moving inside the pocket site resulting in ipg charging difficulties. The patient underwent a revision procedure wherein the ipg was repositioned. The device remains implanted and in use.